Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior resection, the reload was fired with the idrive ultra 2. The application was carried out correctly. After completion of the operation, it was found that the bowel was without resections and without correct stapling. Staples opened and did not stay in tissue. The handle was checked (by the facility) and is functional and fine. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that there were five white lights on the idrive handle, it is new. The handle, adapter, and reload indicator were all lite green without blinking. The last known patient status is ok. The anastomosis was created manually. The surgical time was extended by more than thirty minutes. There was no staple formation, the staples were open and did not form a staple line.